Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (sn (B)(4)) found no significant anomaly. It was noted that the ins battery was not in new condition.

Manufacturer narrative:
Concomitant products: product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 389033, lot # j0417679v, implanted: (B)(6) 2004, product type lead; product ID 389033, lot # j0417679v, implanted: (B)(6) 2004, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the battery was depleted and there was skin erosion and probable impending infection. The battery depletion was noted as normal. The entire system was explanted. There was no patient injury and the patient recovered without sequela. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Analysis of the lead 389033 lot# j0417679v found that the stim lead body was broken on all contacts. It was found that the breaks were 19 cm from the distal ends. Analysis of the neurostimulator (B)(4) found no significant anomaly. It was found that the battery was in not new condition. Analysis of the extension (B)(4) found no anomaly. Analysis of the extension (B)(4) found no anomaly. Analysis of the lead 389033 lot# j0417679v found no significant anomaly. The lead stim body was cut through/product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.